Event description:
Senseonics was made aware of an incident where the patient complained of discrepancies between sensor readings and blood glucose readings. The sensor was inserted on (B)(6) 2025 the patient provided the below set of examples for review. Date time sg value bg value, a. (B)(6) 2025 unknown 100 mg/dl 160 mg/dl. B. (B)(6) 2025 12:40pm 225 mg/dl 280 mg/dl. The incident did not lead to sensor removal or any patient harm.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the review of the dms data and the examples provided by the user, it was observed that the system was continuing to stabilize. The customer was advised to enter all the bg values into the system, either as calibration or manual glucose events, whenever the difference is observed. The customer was advised to contact customer care back if the issue persist. However, at the time of reporting this incident to the nca, the customer has not reported additional issues. Per dms, the customer is using the system with up-to-date information. This incident does not require any additional investigation.